Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the nurse handed the lead to the doctor, the doctor noticed that the stylet in lead was bent about two inches from the distal tip. The doctor removed the lead to try to straighten, but was unable to. The lead was not used on the patient; a new lead was used.